Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, heart failure, atrial fibrillation/atrial flutter, chronic lung disease, congestive heart failure, aortic insufficiency, and prior myocardial infarction, stroke, and peripheral artery disease. Complications reported included perivalvular leak, stroke, myocardial infarction, heart failure, heart block, arrhythmia, surgical intervention (permanent pacemaker, reintervention), hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: prosthesis-patient mismatch in all-comer patients undergoing newer-generation self-expanding transcatheter aortic valve replacement b3: event date was estimated d4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "prosthesis-patient mismatch in all-comer patients undergoing newer-generation self-expanding transcatheter aortic valve replacement", was reviewed. This research article is a retrospective single-center experience to evaluate the incidence of patient-prosthesis mismatch (ppm), identify the predictors of ppm, and assess its association with hemodynamic performance, functional outcomes, and long-term clinical events. The devices included in the study were evolut fx/fx+, pro/pro+, navitor and navitor vision. The article concluded that ppm was infrequent and its incidence declined over time. Female sex and valve-in-valve procedures independently predicted ppm. Ppm was not associated with early or long-term adverse clinical outcomes. [The primary and corresponding author was ibrahim sultan, upmc heart and vascular institute, university of pittsburgh medical center, pittsburgh, pennsylvania, USA, with corresponding e-mail: sultani@upmc.edu.]. This study included patients undergoing transcatheter aortic valve replacement (tavr) with current-generation self-expanding valves from 01 april 2017 to 30 june 2025. A total of 2989 patients were included in the study, of which 16.7% (500) received an abbott device. The median age was 80 years. The majority gender was female. Comorbidities included hypertension, diabetes, heart failure, atrial fibrillation/atrial flutter, chronic lung disease, congestive heart failure, aortic insufficiency, and prior myocardial infarction, stroke, and peripheral artery disease.